Event description:
It was reported that the filter failed to deploy. The filter partially deployed, but remained in the sheath. The system was removed from the pt and there was no reported injury. It was noted that the physician, a new user, attempted to implant another MFR's filter, which also failed to deploy.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The sample was received with the pusherwire inserted through the storage tube and the y-body. The introducer sheath with the filter lodge and protruding out the distal tip approx 1 inch. The dilator was not returned. There was a bulge in the introducer sheath approx 2.5 cm from the distal tip where the hooks of the filter were imbedded into the introducer sheath wall, but did not perforate through. A small slice was made to the introducer sheath, between the marker bands, to confirm that the hooks of the filter were imbedded in the wall of the sheath. This could indicate that the user stopped during the delivery process. There was evidence of twisting and excessive pulling on the wall of the introducer sheath. The filter was removed and heat applied. The filter took shape and all arms, legs, and hooks were present and intact. The storage tube, the y-body and the pusher wire were all intact. All measurements taken were within specifications. The result of the investigation was confirmed for failure to deploy. The cause of the event is potentially user related as it was noted that this was a new user. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. The current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter., crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.